Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the procedure was cancelled/rescheduled. It was reported that during the percutaneous left atrial appendage closure procedure versacross connect access solution was selected for use. It has been mentioned that the fossa ovalis was small, making septal puncture difficult. The vcc was used to perform the septal puncture and tenting of fossa ovalis was confirmed on tee before energization. The wire was then advanced as it formed into pigtail configuration during its advancement. The wire advancement sheath (was) was advanced along the wire, and the dilator was taken out of the body to check for backflow however, the backflow could not be confirmed. Tee was used to assess whether the device was in the left atrium or pressing against the wall. The was was removed from the body to check for device issues, and none were noted. It was reinserted; however, backflow still could not be confirmed. Tee was used again to trace the course of the was, and it was noted to be in the pericardium rather than the left atrium. It was removed toward the right atrium, and the patient was monitored for any changes in vital signs; none were noted and no increase in pericardial effusion either. A pigtail catheter was inserted through the same puncture site, and blood gas analysis indicated venous blood, indicating that the wire had not entered the left atrium during the septal puncture but had crossed into the pericardium. No patient complications occurred. After 20 minutes, there were still no changes in vital signs or pericardial effusion, and the patient was returned to the ward for continued monitoring. The procedure was cancelled/rescheduled. The device is not expected to return as it was discarded. It was further reported that the exact length of stay is unknown, but the patient returned to the ICU after the procedure, was extubated the following day and transferred to the general ward and was discharged several days later. No abnormalities in health status was seen. No medical intervention was performed. Guidewire and was was damaged.

Manufacturer narrative:
Correction to section d2b pro code and g4 premarket/510k. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficult to cross septum and damage. We have determined that cardiac perforation is a known inherent risk of use of this device. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the versacross connect laac access solution device confirmed that the events of difficult to cross septum, damage and cardiac perforation are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device and cause not established supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. Cardiac perforation is an expected procedural complication addressed within the IFU for the versacross connect laac access solution. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that the procedure was cancelled/rescheduled it was reported that during the percutaneous left atrial appendage closure procedure versacross connect access solution was selected for use. It has been mentioned that the fossa ovalis was small, making septal puncture difficult. The vcc was used to perform the septal puncture and tenting of fossa ovalis was confirmed on tee before energization. The wire was then advanced as it formed into pigtail configuration during its advancement. The wire advancement sheath (was) was advanced along the wire, and the dilator was taken out of the body to check for backflow however, the backflow could not be confirmed. Tee was used to assess whether the device was in the left atrium or pressing against the wall. The was was removed from the body to check for device issues, and none were noted. It was reinserted; however, backflow still could not be confirmed. Tee was used again to trace the course of the was, and it was noted to be in the pericardium rather than the left atrium. It was removed toward the right atrium, and the patient was monitored for any changes in vital signs; none were noted and no increase in pericardial effusion either. A pigtail catheter was inserted through the same puncture site, and blood gas analysis indicated venous blood, indicating that the wire had not entered the left atrium during the septal puncture but had crossed into the pericardium. No patient complications occurred. After 20 minutes, there were still no changes in vital signs or pericardial effusion, and the patient was returned to the ward for continued monitoring. The procedure was cancelled/rescheduled. It was further reported that the exact length of stay is unknown, but the patient returned to the ICU after the procedure, was extubated the following day and transferred to the general ward and was discharged several days later. No abnormalities in health status was seen. No medical intervention was performed. Guidewire and was was damaged. It was further reported complications were observed. During the septal puncture, the versacross wire was unable to cross into the left atrium and was judged to have crossed the pericardium, the versacross wire was unsuccessful to reach the left atrium during the septal puncture and instead it crossed between the membranes of the atrial septum into the pericardial cavity. The actions were taken as a result of a complication that occurred.

Event description:
It was reported that the procedure was cancelled/rescheduled it was reported that during the percutaneous left atrial appendage closure procedure versacross connect access solution was selected for use. It has been mentioned that the fossa ovalis was small, making septal puncture difficult. The vcc was used to perform the septal puncture and tenting of fossa ovalis was confirmed on tee before energization. The wire was then advanced as it formed into pigtail configuration during its advancement. The wire advancement sheath (was) was advanced along the wire, and the dilator was taken out of the body to check for backflow however, the backflow could not be confirmed. Tee was used to assess whether the device was in the left atrium or pressing against the wall. The was was removed from the body to check for device issues, and none were noted. It was reinserted; however, backflow still could not be confirmed. Tee was used again to trace the course of the was, and it was noted to be in the pericardium rather than the left atrium. It was removed toward the right atrium, and the patient was monitored for any changes in vital signs; none were noted and no increase in pericardial effusion either. A pigtail catheter was inserted through the same puncture site, and blood gas analysis indicated venous blood, indicating that the wire had not entered the left atrium during the septal puncture but had crossed into the pericardium. No patient complications occurred. After 20 minutes, there were still no changes in vital signs or pericardial effusion, and the patient was returned to the ward for continued monitoring. The procedure was cancelled/rescheduled. It was further reported that the exact length of stay is unknown, but the patient returned to the ICU after the procedure, was extubated the following day and transferred to the general ward and was discharged several days later. No abnormalities in health status was seen. No medical intervention was performed. Guidewire and was was damaged. It was further reported complications were observed. During the septal puncture, the versacross wire was unable to cross into the left atrium and was judged to have crossed the pericardium, the versacross wire was unsuccessful to reach the left atrium during the septal puncture and instead it crossed between the membranes of the atrial septum into the pericardial cavity. The actions were taken as a result of a complication that occurred.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section h6 patient codes, code e0604 was added. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.